Manufacturer narrative:
Concomitant medical products: ddmc3d1 ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a review of stored egms (electrograms) indicted that there was occasional p-wave undersensing of the right atrial (ra) lead during arrhythmia. The ra lead remains in use. Additionally, it was reported three days later that there was possible initiation of ventricular arrhythmia related to atrial anti-tachycardia pacing for atrial arrhythmia from the implantable cardioverter defibrillator (ICD). The ICD remains in use. No patient complications have been reported as a result of this event.